Event description:
Allegedly the patient had pain and elevated cocr levels and visually there is a bulge/dome shaped present at the time of surgery located on the hip, when "punctured" by the surgeon a brown colored liquid came out.